Manufacturer narrative:
Model, catalog, serial number for the affected device have not been provided.

Event description:
N/a.

Manufacturer narrative:
Despite our good faith efforts to obtain additional information and/or product return. No response has been provided, the complaint will be moved to the investigation stage, if additional information is received or the part becomes available the complaint will be processed accordingly.

Event description:
It was reported while charging the bottle ,the cs300 intra-aortic balloon pump (iabp) had two new helium bottles half empty at the time of change.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.